Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Upon instrument return to warehouse and inspection, it was noted that a small tip of the adapting piece was broken off and needs to be replaced.

Manufacturer narrative:
The complaint states upon instrument return to warehouse and inspection, it was noted that a small tip of the adapting piece was broken off and needs to be replaced. The investigation confirmed the failure mode as reported. The instrument was examined. There were no obvious signs of manufacturing defects that could have caused the instrument to be more prone to damage. The dfmea (B)(4) for this instrument indicates failure of the trigger during surgery or broken prior to surgery as a potential failure modes, with the occurrence score being (B)(4). The dfmea therefore correctly considers the effect of this instrument being broken prior to the next surgery. This failure does not change the occurrence of harm predicted in the dfmea. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Upon instrument return to warehouse and inspection, it was noted that a small tip of the adapting piece was broken off and needs to be replaced.